Manufacturer narrative:
As reported, a 7f exoseal vascular closure device (vcd) encountered strong resistance during withdrawal after the sheath was retracted and the wire indicator was deployed, and the device came out abruptly when additional force was applied. There was no reported patient injury. The operator stated that resistance was encountered when attempting to pull the device back, and additional force beyond usual was applied, resulting in abrupt device removal. Multiple attempts were made to obtain supplemental information; however, no additional event details were provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A non-cordis 7f catheter sheath introducer (csi) was returned partially inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A functional analysis was executed using the returned non-cordis 7f catheter sheath introducer (csi), which was received partially inserted on the unit; therefore, the evaluation was completed by fully inserting the returned non-cordis csi and subsequently withdrawing it from the device. During this analysis, the insertion was successfully completed without any difficulties, and the non-cordis csi was withdrawn without any difficulties. Additionally, a functional analysis was executed using a 7f cordis lab sample csi, which was tested by inserting and withdrawing it from the unit. During this analysis, no friction or resistance was perceived. A verification of the adequate csi size being used with the received device could not be completed, as the returned sheath was a non-cordis csi and therefore is not listed in the instructions for use (IFU) compatibility table. A review of the manufacturing documentation associated with lot 18399240 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) withdrawal difficulty¿ was not observed on the returned device, as functional analysis demonstrated that there was no resistance/friction with the returned csi. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported events, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs to advance the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). The IFU gives the following caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180 degrees, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) encountered strong resistance during withdrawal after the sheath was retracted and the wire indicator was deployed, and the device came out abruptly when additional force was applied. There was no reported patient injury. The operator stated that resistance was encountered when attempting to pull the device back, and additional force beyond usual was applied, resulting in abrupt device removal. The device will be returned for evaluation.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) encountered strong resistance during withdrawal after the sheath was retracted and the wire indicator was deployed, and the device came out abruptly when additional force was applied. There was no reported patient injury. The operator stated that resistance was encountered when attempting to pull the device back, and additional force beyond usual was applied, resulting in abrupt device removal. Multiple attempts were made to obtain supplemental information; however, no additional event details were provided. The device was returned for evaluation.

Manufacturer narrative:
A product history record (phr) review of lot 18399240 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.